Event description:
On (B)(6) 2010 the patient's trainer reported the infusion device wasn't "infusing" properly. Upon follow up with the patient on (B)(6) 2010 he stated his blood glucose was elevated to over 200 mg/dl during the past 2 days. His normal blood glucose range is 120-130 mg/dl. He began using all new accessories the previous day. He disconnected from the infusion site and primed and insulin flowed from the infusion tubing. He changed the infusion site. Upon follow up on (B)(6) 2010 the patient reported his blood glucose had returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.